Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer¿s blood glucose. The customer connected the pump to a power source to charge, but the pump did not turn on. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.